Event description:
The device was used during the reversal of a colostomy. The staples did not crimp properly. Subsequently, the suture line opened. Staples were retrieved. The hosp has reported that no pt injury occurred.